Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer encountered repeated recoverable errors on universal surgical manipulator (usm) 3. The customer attempted to recover the errors by power-cycling the system multiple times with no success. The customer elected to continue the procedure without using usm3. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted multiple errors 23068 reported by usm3 axis 5. The tse also noticed a single error 23003 reported by usm1 axis 2, but the customer stated that the error was user-induced. The tse recommended performing a hard power-cycle and emergency power off (epo) after the procedure. The site continued to complete the procedure as planned with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to repeated recoverable error 23068. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit was tested on an in-house system, and it failed normal mode as it triggered errors 23087 and 1173 on degrees of freedom (dof) 6. The unit was also tested on a test platform, and it passed the fiber, led brightness, direction test, and friction tests. The unit failed the sensors check test as it triggered errors 23087 and 1173 on dof 6. The instrument sterile adapter (isa) board was exchanged with a new one and the errors no longer occurred. The original isa board was installed and errors 23068 and 1173 occurred again.